Event description:
Note: this report pertains to two of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03377, for the other associated device info. It was reported to boston scientific corp that five resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure to treat a gastric ulcer in a (B) (6) pt performed on (B) (6) 2009. According to the complainant, during the procedure, when the first clip was deployed, it grasped onto the tissue but then fell off inside the pt. The clip was retrieved with a roth net because a very small fragment was seen along with the clip. Only the clip was able to be extracted, not the fragment. Three additional clips were deployed successfully. When the fifth clip was deployed, it grasped onto tissue, but then fell off into the pt. The clip was left to pass naturally. The physician has no concerns with the fragment and clip passing naturally via peristalsis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the devices were disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).